Manufacturer narrative:
Model #: 03/2018. Device manufacture date: 03/2015. Based on the available information, this event is deemed to be a serious injury. A batch record review indicates no discrepancies. This issue will be monitored through the post market product monitoring review process. Additional information has been requested, however, no additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on: september 16, 2016. (B)(4).

Event description:
It was reported the product was used off label as the surgeon was not aware of appropriate use, thought it was a prosthesis and could be left in. The kaltostat was left in for 11 days which resulted in infection. The patient required removal of the kaltostat in theatre on day 11 and was given IV antibiotics for 48 hours, plus oral antibiotics for 5 days. The wound was dressed daily with normal saline following removal of the kaltostat.

Manufacturer narrative:
All required specification was met and documented within the batch records. The instructions for use (IFU) were reviewed and state that the, "product can be left in the wound for 7 days only". No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).